Event description:
On (B)(6) 2014, variax elbow surgery was performed. Posterior lateral plate and medial plate were used. After that, it was found that a screw which was fixed to the medial plate had back out. On (B)(6) 2014, revision surgery was performed.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.